Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that during insertion the guide wire kinked and did not move. The md could not proceed with the procedure. A new device was used to complete the procedure without incident.

Event description:
The customer reports that during insertion the guide wire kinked and did not move. The md could not proceed with the procedure. A new device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a pediatric jugular set. The guide wire will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire was kinked towards the distal end. Likewise, the distal j-bend was slightly misshapen. Microscopic confirmed the kink and revealed that the proximal and distal welds were spherical and intact. The kink in the guide wire measured 42mm from the distal end. The guide wire total length measured 13 13/16", which is within the specification limits of 13 11/16"-14" per the guide wire graphic. The guide wire outer diameter measured .0242", which is within the specification limits of .024"-.025" per the guide wire graphic. The returned introducer needle was inserted through the returned dilator, then the catheter. Minor resistance was observed at the kink, but the guide wire was eventually able to pass completely through both components. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.